Event description:
Pt had pain, creptis, instability, decreased range of motion, and catching. X-rays demonstrated migrating acetabulum which is horizontal and fits within pelvis. Revision surgery performed.